Event description:
It was reported that while using the device the red "firing button" would not stay down in order to use the trocar safety and have the shield protect the blade upon entering the abdomen. There was no consequence to the patient.